Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial # (B)(6); product type product ID hh9020scsr lot# serial# unknown implanted: explanted: product type product ID tm91scs2 lot# serial# (B)(6); implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were sent a communicator in the mail because the bluetooth was not working. Agent walked the patient through connecting the handset to their ins. Agent had the patient enter the serial number of the communicator manually. Patient was able to see therapy screen. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Patient(pt) called back frustrated. Patient stated that they would intermittently have problems accessing the therapy application. Patient stated that a rep met with them and informed them that this has been an ongoing issue with the applications and that the handset was in the process of an upgrade soon. Patient was frustrated and stated they never would have had the ins implanted if they were told of the ongoing issue of the device before. Agent offered to troubleshoot issue. Agent had patient closed out of all applications and access the therapy application. Patient was able to access their application on the first try. Agent reviewed that the applications cannot run simultaneously. Patient mentioned they knew that but sometimes when the therapy was too strong and they tried to turn the therapy off they could not access the application because it would say communicator not found or it would not allow them so they would have to wait for the battery to run out. Patient also mentioned that when they change groups and increase the intensity it would just load for them. Agent had patient change groups and turn the stimulation on and off and patient was able to at the time of call. Patient was still anxious because it might not work again for them. Agent reviewed that at the time of the call the external devices seem to be working as intended. Patient also commented that they would also only feel the stimulation on their left side but not their right side. Patient had a follow up appointment with their doctor on the (B)(6). Agent redirected patient to doctor to check for possible telemetry issues as far as the ins. Agent sent an email to medtronic rep to keep them in the loop. Patient called back and repeated previously documented information. Patient mentioned their communicator was replaced but was still having trouble connecting to their therapy setting takes them half hour to connect. Patient mentioned they met with medtronic rep paul underwood at their hcp office. Agent walked patient through toggling bluetooth off/on, patient opened the mystim app and patient noted the communication in progress screen stopped at 40 then handset showed no device response. Patient noted several minutes later they were able to connect to their therapy settings, implant was 100% and communicator 100%. Patient denied any recent falls/trauma. Patient denied no visible damage to the equipment. Patient locked the handset. Agent reviewed with patient to close all applications first then lock the handset. Agent instructed patient to close all applications, patient opened the mystim app, handset showed communication in progress was stuck at 14 then handset showed no device response. Patient pressed retry and patient confirmed they were able to see their therapy settings. Agent consulted with tech services and reviewed best practices with patient. The issue was not resolved a request was sent to repair to replace the handset. Pt called back stating they are on their 3rd android phone and they called their rep yesterday to set it up and their stimulation was working. Pt stated this morning, they were trying to connect in mystim app and it 'would not connect' (agent confirmed pt is using replacement equipment). Pt stated they see 0x67255b81 code today and they were not getting the blue light on communicator earlier. Agent walked pt through restarting handset and resetting the communicator. Pt successfully entered mystim app without issue and saw therapy on. Pt stated they are not confident in medtronic's products and this is the 3rd issue they have had in 6 weeks. Agent reviewed closing all applications and best practices for external devices. Pt stated they called the other day and was on the phone for 16 minuets before they could connect. Pt commented that when you have therapy cranked up and you're sitting down, you can't stand up and walk around until you turn it back down because you'll get zapped. The troubleshooting steps taken on the call resolved the re ported issue.

Event description:
Patient called back stating this was their third "handset" that had died. Patient stated they reboot the handset and communicator and then have to scan the code and reported seeing not found communicator. Patient indicated this had been ongoing since friday. Agent had patient close all apps and reset communicator; patient commented they have had to reset the communicator at least once a week for the last 5 months. Agent inquired as to why patient was having to reset the communicator and patient stated it was because they would hit connect through the mystimrc app and there would be no light on the communicator. Patient added that 99% of the time when it does work the only way they can get it to connect is to hold the communicator directly over the implant. Agent had patient enter communicator code manually; patient reported not found communicator. Agent had patient scan communicator code; patient reported not found communicator. Agent had patient turn airplane mode on and off. Agent had patient access about menu in mystimrc app; patient confirmed communicator sn was blank. Agent had patient power off handset and communicator and scheduled call back for 10 minutes for further troubleshooting. Patient called back to continue troubleshooting. Agent had patient turn the communicator and handset back on. Patient then tried to enter the mystim app but again saw not found communicator. Patient confirmed bluetooth was on the handset and repeated troubleshooting that was already done in the previous call. Agent sent replacement communicator request to repair and redirected patient to the healthcare provider for assistance in person if the issue continued.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.